Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that the needles were clogged. To aid in the investigation, forty-nine samples from lot 1147927 in sealed packaging blisters were provided to our quality team for investigation. No samples were returned from lot number 0076545. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All samples expelled the solution with normal flow. Furthermore, a device history record review was completed for provided lot numbers 0076545 and 1147927. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: there have been several that are clogged or require a lot of pressure.